Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the procedure completed successfully? How? The procedure was completed successfully. Procedure name? The procedure was a bilateral vertical mastopexy and abdominoplasty. Are any samples available for evaluation? Please provide facility contact person¿s name, mailing address and telephone. A shipper kit will be sent to help return the product to us. The item was disposed of and so no sample is available. Investigation summary: one picture was received for evaluation. Upon visual analysis of the picture. It was observed a suture piece with body fluids and a section of the body suture split. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the same was not returned for analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a bilateral vertical mastopexy and abdominoplasty procedure on (B)(6) 2021 and suture was used. Halfway through the suture it had almost a barb and after the first pass it split like a split hair. No adverse patient consequences were reported. Additional information was requested